Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID:(B)(4).

Event description:
It was reported that during a monopolar transurethral resection of prostate procedure on (B)(6) 2025, the surgeon felt some tingling in his fingers and the cautery was not working. The monopolar cable was found to have burnt, sparking noted at the hand piece, and smoke was noticed at the working element. After replacing the cables, the loops and the working element, they were able to complete the procedure without any patient or user impact.

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Addtional information: updated the device serial number in section d4. The device was returned to our canada facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the most probable root cause is the wear and tear of the cable plug on instrument site. The IFU states clearly a usage of 50 cycles. Due to the age of the cable (production october 2018) it could be assumed, that the cable was used more than 50 times and therefore the connectors are worn by wear. Because of the massive defect of the connectors, the material could not be investigated of its wear conditions. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4).